Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues. The customer¿s blood glucose level was unknown. They put a new battery in and two days later the insulin pump had a failed battery alarm. They took out the battery and the insulin pump would not come back on. The inserted a new battery and it was fine but then on another day, they received a battery failure. They would insert a battery again but after 45 minutes or 1 hour later, it would fail again. Troubleshooting was performed. It was found that the battery compartment was damaged. It was cracked and a piece was gone. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test alarm noted. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked display window, scratched reservoir tube window and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.